Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is not distributed in the united states, but is similar to device marketed in the USA. The device reported is similar to FDA product code: jdi.

Event description:
The primary surgery was performed on (B)(6) 2010 via tha. It was reported that the revision surgery was performed on (B)(6) 2020 by replacing the head (p/n: 152190062), the stem (p/n: 900550210) and the liner (liner and cup were manufactured by stryker) due to osteolysis of the femur, loosening of the stem, suspected armd. As an intraoperative pathological examination, there was no infection, nor no wear of the liner, however it was confirmed that there was wear debris at the head-neck junction. Osferion (artificial bone) was used for bone defect at the femur and medial greater trochanter. The surgery was completed without a surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the products were returned for review. It was noted that a depuy stem and head were used with a competitors liner and cup. This is representative of off label use. The details of the cup and liner are not given as part of this complaint. The head and stem taper are both discolored. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The products shall be retained for future reference unless specifically requested back by the complainant. ------------------------------------------ the complaint was received into the company with the following comment: the primary surgery was performed on (B)(6) 2010 via tha. It was reported that the revision surgery was performed on (B)(6) 2020 by replacing the head (p/n: 152190062), the stem (p/n: 900550210) and the liner (liner and cup were manufactured by stryker) due to osteolysis of the femur, loosening of the stem, suspected armd. As an intraoperative pathological examination, there was no infection, nor no wear of the liner, however it was confirmed that there was wear debris at the head-neck junction. Osferion (artificial bone) was used for bone defect at the femur and medial greater trochanter. The surgery was completed without a surgical delay. No further information is available. The head and stem were returned for review. It must be noted that the liner and cup were a competitors products. The returned products were: (1) 9/10 cocr head 32mm +0 , product code 152190062, lot 2362277. (1) srom 9/10 16x11x130 30+4, product code 900550210, lot unknown. A worldwide complaint search for the head details identified no previous complaints for that product lot combination. The stem lot number was given as 0645636 but was unable to be confirmed as a valid lot number. The products were photographed and the images passed on to bio engineering for review. The bio engineering report summarised: please note at the time of the review 26th march 2020, the visual inspection was carried out through images of the complaint taken by the complaint analyst. Per the complaint description it states that "it was reported that the revision surgery was performed on mar 2nd, 2020 by replacing the head (p/n: 152190062), the stem (p/n: 900550210) and the liner (liner and cup were manufactured by stryker)." This is representative of off label use. The details of the cup and liner are not given as part of this complaint. The head and stem taper are both discolored. The full report is attached to the complaint for further details. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The products shall be retained for future reference unless specifically requested back by the complainant. Device history lot ==> null. Device history batch ==> null. Device history review ==> null.